Event description:
Shortly after rptr began using the bovie with dr, there was a crackling sound and the cord seemed to "burn thru" just below the plug. Replaced cord and case continued - dr was aware of the situation. The case was only slightly disrupted while cord was replaced.